Manufacturer narrative:
This MDR is created as a follow-up to record (B)(4), initially reported on product code otn asr exemption # e2014015 for october-november 2017. This MDR is to reflect the additional information to be added to the initial asr report. (Patient age, lot number). The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted.

Event description:
This MDR is created as a follow-up to record (B)(4), initially reported on product code otn asr exemption # e2014015 for october-november 2017. This MDR is to reflect the additional information to be added to the intial asr report.

Event description:
Additional information, reported to coloplast though not verified, indicated between (B)(6) 2011-(B)(6) 2017 patient experienced uti, hematuria, vaginal bleeding, unspecified urinary incontinence, periurethral mesh erosion, vaginal infection, small erosion, urinary retention from bladder floor spasm, sui, erosion, vaginal mesh excision ((B)(6) 2017), cystoscopy, urethrolysis, wound debridement. The patient had an additional aris sling, reported under 2125050-2020-00151. Information did not specify which aris sling the events between (B)(6) 2011 - (B)(6) 2017 were reported for.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
This follow-up MDR is created to document the additional medical history. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information and explant date received. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information, as reported to coloplast though not verified, indicated bleeding, infection, and erosion.